Event description:
Report received that air in line alarms caused delay in treatment. It was reported that a cardiac by-pass surgery pt with a venous sheath developed a clot. While attempting to infuse tissue plasminogen activator (tpa), the air in line alarms prevented running the infusion fast enough to dissolve the clot. The pt needed a fluid "swash". Additional event info has been requested, and if received, will be forwarded in a follow-up report.